Manufacturer narrative:
Follow-up # 1: date of submission 03/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed and no damage or contamination was found to the button contacts; however, evidence of moisture was observed behind the display lens. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive to user presses. Moisture was also noted behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.